Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by mild cloudy effluent. The cause of the peritonitis was unknown. The day after onset, the patient was diagnosed and hospitalized for the peritonitis event. At the time of this report, the patient remained hospitalized, the patient was not treated for the event as it was reported the physician was awaiting lab results and the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.